Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-15424. The patient reported she has experienced ineffective stimulation since 6 weeks after her scs system was implanted. Reprogramming was attempted to no avail. The patient's scs system was explanted on (B)(6) 2014.